Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained oversensing was observed due to myopotentials. Programming changes and tests to reproduce noise were recommended.